Manufacturer narrative:
Device not returned.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. No additional patient or event information was available. A root cause could not be determined.